Event description:
A discrepant elevated activated partial thromboplastin time (aptt) clotting time result was reported on a patient sample. The same sample was repeated and a lower result was obtained. The patient was treated on the basis of the elevated aptt result. The patient was administered fresh frozen plasma and cryoprecipitates. There is no report of adverse outcome to the patient as a result of the discrepant elevated aptt result and treatment.

Manufacturer narrative:
The cause of discrepant elevated activated partial thromboplastin time (aptt) results is unknown. A contributor to at least one of the elevated results was user error. One sample was draw from a line with heparin in the line. The pattern of discrepant results is strongly suggestive of patient sample specific factors. The instrument and software is performing within specifications. No further evaluation of the device is required.